Event description:
It was reported that a:plunger size was experienced.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracks on the right plunger case. Could not download event log history because of data error during the process. During analysis, the reported issue was unable to be duplicated. The size calibration was in factory spec. Based on the evidence, the complaint was not confirmed. Service replaced size pot for preventive.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracks on the right plunger case. Could not download event log history because of data error during the process. During analysis, the reported issue was unable to be duplicated. The size calibration was in factory spec. Based on the evidence, the complaint was not confirmed. Service replaced size pot for preventive.

Event description:
It was reported that a:plunger size was experienced.

Event description:
Additional information received on 10-feb-2022 indicated that this event occurred during testing by a biomedical technician.